Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: result as follows: date: (B)(6) 2011, inratio: 4.1, lab: 3.2. Inratio meter reading and lab result were two hours apart. Doctor adjusted coumadin dose. Caller reported that the new box of strips were left out overnight on doorstep in 20 degree fahrenheit weather upon arrival.